Event description:
Customer reported the lemo cable connector was not seating correctly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found no problem with the lemo connector, but found problems with the hard drive. Replaced hard drive, system operates as intended.